Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricle lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the right ventricle lead exhibited low impedance. The lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.